Event description:
Additional information revealed that the battery longevity was still lower than expected. No replacement procedure has been scheduled and the asymptomatic patient will continue to be monitored until the device reaches eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was observed. The device remains implanted and the patient was stable and will continue to be monitored.